Manufacturer narrative:
.

Event description:
The customer reported that the power switch and battery leds (light emitting diode) were not illuminating amber. When running the power switch, the led is green but led's are not illuminated with ac (alternate current) power connected and unit not running. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 15feb2019. Date received by manufacturer: 14feb2019. The customer confirmed the power switch and battery led was not illuminating amber. The customer reported that he replaced battery and checked operation and everything is working now. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.